Event description:
Initial result for a patient pro-bnp was 28.70 pg/ml. When repeated, the result was 8158 pg/ml. The field service representative found the sample probe was misaligned and repaired the instrument by adjusting the probe.